Event description:
In 2008, the distributor reported that the pt was complaining of back symptoms and pain. On an unk date, it was noticed that the pt had an x-ray done with findings of pseudarthrosis and the slippage between the rods and the screw heads. A revision surgery is planned.

Manufacturer narrative:
Product is still implanted.